Manufacturer narrative:
The reported event, for bur breakage, was confirmed, a partial unknown piece of a bur was returned for evaluation. As the device could not be identified and that only a partial piece of a bur was returned further evaluation of this partial piece of bur was not possible. As a result a cause for the bur breakage could not be determined in this case.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.